Event description:
It was reported that the bd alaris smartsite pump infusion set had blood backflow. The following information was provided by the initial reporter: the tubing is allowing blood for backup the line, and its interfering on the treatment! Product: bd alaris¿ lvp bur 60d smbore 3ss. Ref#: 2441-0007. Lot#:25017418.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.